Manufacturer narrative:
Handle.

Event description:
It was reported by service report that zoom drive goes off and on while zooming. Also, there are sharp edges reported. No pt involvement or adverse consequences are reported.